Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and a blank display. The customer stated that the battery cap was not touching the battery in the device. Blood glucose level at the time of the incident was not provided. Customer was advised that the battery cap would be replaced. The insulin pump was not replaced or returned for analysis.